Event description:
The customer reported that there was no power to the device. Further information was provided that the unit would work on ac but not battery power. There was no adverse patient impact reported.